Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Microscopic examination and tactile inspection revealed a kink in the shaft 70mm from the tip of the device. The maximum outer diameter (od) of the guidezilla distal shaft (undamaged portion) was measured and was within specifications. Microscopic investigation found no irregularities or defects in the tip. Microscopic inspection revealed a full separation at the collar/shaft area. There was damage to the collar. Microscopic investigation found no irregularities or defects in the ptfe. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment (rpl). A guidezilla¿ was selected for use. During the procedure, when the guidezilla¿ was advanced through the guide catheter, resistance was met at rpl. The physician attempted to pass it through the guide catheter but the collar part of the guidezilla¿ was detached. The collar part was retrieved using an unspecified balloon. The procedure was completed with the a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment (rpl). A guidezilla¿ was selected for use. During the procedure, when the guidezilla¿ was advanced through the guide catheter, resistance was met at rpl. The physician attempted to pass it through the guide catheter but the collar part of the guidezilla¿ was detached. The collar part was retrieved using an unspecified balloon. The procedure was completed with the a different device. No patient complications reported and the patient's status was good.